Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the bd eclipse 5/8" inch needle at base of needle has what appears to be paint on it. Rcc received a complaint via email. Incident or problem information date of incident (yyyy-mm-dd): (B)(6) 2026 type of incident/problem: a1. Defect (observed prior to use) level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient during use incident details: bd eclipse 5/8" inch needle at base of needle has what appears to be paint on it unexpected or prolonged care? No frequency of problem: unknown other device/incident factors: invasive procedure? No there was no serious harm reported.

Manufacturer narrative:
Our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed no foreign matter on the returned samples. It is suspected that the user is referring to the epoxy trailing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. Epoxy is used in the needle assembly process. The primary function of the epoxy is to bond the cannula firmly into the needle hub. A small amount of epoxy trailing can naturally occur during application. There is visual inspection in place to ensure that any epoxy trailing remains within the allowable limit, as defined in the process requirements.